Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem caused by user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head coupler unit rubber sleeve came loose at the connector end. The issue occurred in an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head coupler unit rubber sleeve came loose at the connector end. The issue occurred in an unknown procedure. There were no reports of patient harm.